Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead impedance had jumped to greater than 3000 ohms and switched to unipolar pacing. The physician reprogrammed the rv lead back to bipolar and tested the impedances in office and they were in normal range. He then pressed on the pocket near the pacer header and was able to duplicate impedances of greater than 3000 ohms. The lead was capped and replaced. Should additional information become available this file will be updated.